Event description:
Baxter reported "that the product, specifically the nut lacerates the neonatal skin." To prevent this situation the clinicians placed antiseptic gauze or duoderm between the skin and the t-connector extension set to protect the skin. "This reported situation had happened with allt he pts who used this product.